Manufacturer narrative:
Patient information was requested and the customer did not provide. I've asked for the event date and the customer stated it's the same day when called in the complaint (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.